Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Based on information received patient was explanted as hearing perception was not as expected. Surgeon wanted to re-implant the patient with a different electrode type (flex28 instead of eas), but found the electrode array to be out of cochlea and the cochlea to be ossified near cochleostomy during explantation surgery, thus no new device was implanted. The damages found during investigation occured most likely after explantation as the in situ measurements were indicative of a functional device whilst implanted. This is a final report.

Event description:
The patient never received good hearing from the implant. There was a warble quality to sound despite different fittings. The surgeon decided to re-implant the patient with a synchrony flex 28 for increased cochlear coverage. Information received on june 16th, 2015, stated that the array was out of cochlea, also significant ossification was seen around the cochleostomy, therefore the device was removed but was not replaced.

Event description:
The pt never rec'd good hearing from the implant. There was a warble tone quality to sound despite different fittings. The surgeon decided to re-implant the pt. Info rec'd on 6/16/2015 stated that during explantation surgery the array was found to be out of cochlea and also significant ossification was seen around the cochleostomy, therefore, the device was removed but was not replaced.